Event description:
A baxter service technician reported a failure code 810:04 which occurred during service. The hospital representative stated they have no record of any patient incident since the last baxter service event.